Event description:
The customer contact reported the option-lok male adapter broke. On an unspecified date, the option-lok male adapter of the tubing set was connected to a female adapter of an unspecified device and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the option-lok male adapter broke. No specific details were provided. Although there was potential for a leak, no leakage was reported. There were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add¿l info including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer identified three possible lot numbers (plots). The possible lot numbers are 230095h, 230095h, and 230105h. This report represents all the info known by the reporter upon query by hospira personnel.